Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels and that the glucose meter was inaccurate. The customer stated that the wireless reading of the blood glucose was incorrect. He stated that the blood glucose reading was 132 mg/dl, and 10 minutes later, it read 341 mg/dl. He stated that a minute after that, it read 418 mg/dl, followed by 316 mg/dl another minute later. He stated that he thinks the blood glucose reading was not correct when it showed 132 mg/dl. He reported that this issue occurred 3 months prior and then about 3 weeks prior, the glucose meter showed 132 mg/dl when his blood glucose reading was really 210 mg/dl. He noted that he had a low blood glucose reading of 46 mg/dl as well. He advised that he did not believe that the insulin pump contributed to the high and low blood glucose, declining troubleshooting assistance. Nothing further reported.